Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huau1244 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed, and the damage appears to have occurred during use. A portion of the external segment of a broviac 4.2fr s/l catheter was returned for investigation. The crimp collar remained secured to the catheter, but the luer adaptor had separated from the crimp collar and was received separate from the catheter tubing. A 3.5mm segment of tubing remained attached to the luer adaptor stem. The returned catheter exhibited evidence of use. The printing between the crimp collar and the ¿clamp here¿ indicators was worn from the external surface of the clamping oversleeve. Debris was observed in the crevices of the clamp. The separation between the crimp collar and luer adaptor most likely occurred with manipulation of the catheter while in use. Based on the evidence that the luer adaptor had been secured to the catheter tubing and the connecting components of the luer adaptor were within specification, the damage appears to have occurred during use. Strategic securement of the catheter can help prevent stretching and manipulation of the luer and catheter.

Event description:
It was reported by the facility that the (B)(6) patient came into the emergency department, the female luer adapter had pulled out of the protective clamping sleeve. They stated that the end was repaired and replaced. No reported harm to patient.